Event description:
Medication is not coming out from the device [product delivery mechanism issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 01-jun-2026, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse event experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date of (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg, 02 pumps a day (batch no: ai25019, expiration date: 31-oct-2027, and serial number: (B)(6), ndc number: 69238-1291-1) (frequency and dose were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date of (B)(6) 2026, the patient received a sealed medication from the pharmacy and on unknown date of (B)(6) 2026, she started using the medication (02 pumps a day). On an unknown date of (B)(6) 2026 she observed that medication was not coming out from the device but (on the dose counter window it is showing 104 as a reading). Further she confirmed that she followed all the instructions for use provided in the pi as well she followed all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).